Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that an automated impella controller failed to recognize the purge disc and would not complete priming. It is unclear how the issue was resolved. No patient harm was reported.